Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5069076.

Event description:
It was reported that the leads had several high impedance contacts. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.